Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the patient was having an generator and lead replacement for unknown reason. Additional information was received that the patient had a lead break. Attempts for addition information were unsuccessful. The patient had their lead and generator explanted and they were no re-implanted at that time. Attempts for product return were unsuccessful to date. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.